Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that he had an MRI done on his head and was not told that he should take his insulin pump out of his pocket and no the device is fried. The alarm occurred shortly after the exposure. Customer suffered a seizure and was admitted to the hospital prior to the issue. Customer does not use the sensor feature and is unable to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.